Event description:
A 500 ml bag of heparin programmed at approx. 25 ml/hr was found empty much sooner than expected. When a second bag was hung it was observed that a continuous stream of fluid was visible in the drip chamber of the IV set while the pump was running. The pump was removed from the pt and the heparin was discontinued. The pt's ptt results were elevated, however observation was the only intervention.